Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Four devices were returned for analysis. Visual inspection noted that two opened breathable pouches and four opened foil pouches were returned. The information on the packaging matched the reported lot information. No product was returned with the packaging. As the packaging was returned opened the product could not be properly evaluated. It was reported that the thread broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open emergency trauma suturing surgery, while on intradermal with continuous skin suturing, 36 threads broke. The issue was resolved by replacing the suture with a new one of a different product ID and lot number. No patient complications have been reported as a result of this event.